Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent high blood glucose while using the ilet and decided, in consultation with their healthcare provider, that the system was not a good fit and elected to return it. Symptoms included hyperglycemia with a reported peak of 510 mg/dl and persistent readings above 180 mg/dl for approximately two hours, during which the device alerted for prolonged hyperglycemia and the user employed backup therapy; no ketone testing, loss of consciousness, diabetic ketoacidosis, or need for assisted care were reported. Outcomes included interaction with a healthcare professional and a decision to discontinue use of the device, with no reported hospitalization or long-term health impact. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no device alarms or malfunctions reported other than hyperglycemia alerts, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device malfunction.